Manufacturer narrative:
Based on the information available, no conclusions can be made. The information obtained is limited to the journal article. There is no discussion within the article, or indication of the device being directly or indirectly related to any reported postoperative patient outcome. Hernia recurrence and pain are known inherent risks of surgery/use of the device and are included as possible complications in the adverse reactions section of the instructions-for-use, supplied with the device. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note, the date of event ((B)(6) 2012) is provided as an estimate based on the information provided. This MDR represents the sorbafix enhanced. An additional MDR was submitted to represent the 3dmax light mesh. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
Per journal article: extraperitoneal laparoscopic approach in inguinal hernia¿the ideal solution? This was a retrospective study that involved 493 patients with 232 of the patients having bilateral repairs, operated on by a single team between january 2012 and march 2022. The study compared three types of surgical approaches for treatment of inguinal hernias: laparoscopic tep (total extra peritoneal patch plasty approach), laparoscopic tapp (transabdominal intraperitoneal), and open, anterior approach (lichtenstein). The objective of the study was aimed at analyzing the feasibility of the tep approach, which was performed on 469 of the 493 patients included in this study. The mesh used consisted of a bard/bd 3dmax light fixated using a bard/bd sorbafix enhanced device. As reported, the postoperative complications were noted as seroma (5), urinary retention (31), wound/inguinal¿scrotal hematoma (6), pain (transitory neurological disorders) (8), pain (persistent neurological disorders) (1), and recurrences (2). Reintervention was performed on 7 patients with complications. The article does not include analysis on the potential causes related to the post operative complications noted in the study. Note, this report represents the sorbafix fixation devices used.